Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint black screen with no display was confirmed. Based on the results of the investigation, it is likely the black screen with no display (front panel) occurred due to printed circuit board failure. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an unspecified diagnostic procedure which was completed using similar set of equipment.

Event description:
It was reported that the high flow insufflation unit had a black screen with no display. The issue occurred during an unspecified, diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.